Manufacturer narrative:
Investigation completed on a smiths medical tracheostomy/silicone - bivona tubes neo/ped. Four pictures received with a cut in the corner of neck strap, which confirmed complaint. Quality takes a representative sample and performs a visual inspection for splits/cuts, exposed wire according to qp bivona tt-fg-tj.root cause based on the tests performed the failure mode could not be reproduced during molding process. The most probable root cause is that damaged occurred after the product left smiths medical facilities. On section 4.10 states: ?guard against product damage by avoiding contact with sharp edges. Some tracheostomy tube holders contain velcro or metal clips which may have sharp edges. These sharp edges can come into contact with the eyelets and compromise the product integrity. A damaged eyelet can result in decannulation of the tracheostomy tube. We recommend using the twill tape holder supplied with the product.? Based on IFU instructions, neckstraps could be damaged by contact with sharp edges from tracheostomy holders. Therefore, it is recommendable use the twill tape holder supplied with the product.

Event description:
Device evaluation completed and summary.

Manufacturer narrative:
File previously reported as malfunction in error. Type of event updated to serious injury due to requirement of tracheostomy change out.

Manufacturer narrative:
Only the month (B)(6) and year (2021) of the event date are known. Customer facility phone number: (B)(6). Device evaluation in progress.

Event description:
It was reported that while replacing the neck tape (as part of a daily routine), the operator noticed a crack in the left neck flange. No patient injury or complications were reported in relation to this event.